Event description:
The st. Jude medical representative reported the ICD was being explanted due to long charge times. The battery voltage was 2.9v. The pt history showed only 5 charges. A cap reform was done and charge time was extended. The physician elected to explant the ICD.